Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed as additional information was received indicating that this patient underwent a revision procedure. This right ventricular (rv) lead was surgically abandoned and replaced. The patient's implantable cardioverter defibrillator was explanted and replaced due to battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedances on this right ventricular (rv) lead had increased gradually over the past several months, eventually reaching greater than 120 ohms. Boston scientific technical services (ts) discussed troubleshooting options with the health care provider. The lead and implantable cardioverter defibrillator (ICD) remain in service. No adverse patient effects were reported.